Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change out unrelated to this event. Review of the x-ray fluoroscopy showed externalized conductors on the rv lead. Patient was asymptomatic. The lead was capped on (B)(6) 2016 and a new lead was implanted. The procedure was completed successfully without any adverse consequence to the patient.